Event description:
It was reported that a pump motor stall occurred, with eventual recovery. The pump showed a motor stall after the patient underwent an MRI. The motor stall had not yet recovered when checked 2 hours later. The reporter stated that the patient displayed no signs/symptoms associated with motor stall event. It was later reported on (B)(6) 2012, that the motor stall did recover one hour after the manufacturing representative was initially notified, on the day of the stall. As of (B)(6) 2012, reporter stated that "everything was ok" and the therapy was being "delivered according to plan." The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).